Event description:
The customer contacted physio-control to report that their device had lost it's configuration and had a yellow display. There was no patient use associated with the reported event. Upon examination of the device, physio-control observed that the unit would not complete the boot up cycle and, as a result, would not have been able to provide defibrillation therapy, if necessary.

Manufacturer narrative:
(B)(4). Physio-control examined the device and verified the reported failure. Due to the age of the device and costs associated with the repair, the customer declined service and requested that the device be returned to them unrepaired. The device has not been returned to physio-control for additional evaluation. The cause of the reported failure could not be determined.